Event description:
It was reported that fluid leakage at the level of the piston of the lor syringe. By the way user can continue the procedure.

Manufacturer narrative:
Qn#(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per eco-057562 (released 12-mar-2020), supplier (preox) made the following changes: optional component materials/mold locations: option 1: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene 100-ga12 ineos olefins & polymers (molded at fleima plastic) blue stopper: silicone rubber (molded at et elastomer technik). Option 2: barrel: polypropylene - profax pf-535 lyondell-basell plunger: polypropylene profax pf-531 lyondell-basell (molded at gpe) blue stopper: silicone rubber (molded at psilkon). Lubricant: - the i.d. Of the barrel lubricated w/ medical grade silicone (polydimethylsiloxan) and amount will not exceed 0.25mg per sq centimeter. These effective changes did impact product design and material. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and without the actual sample. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the sample.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that fluid leakage at the level of the piston of the lor syringe. By the way user can continue the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer reported the lor syringe leaked. The customer returned one empty kit with one 10ml plastic lor syringe. The syringe was visually examined. Visual examination of the syringe revealed that the syringe appears typical with no observed defects or anomalies. The returned sample was returned to the supplier ((B)(4)) for function testing. According to the supplier, no leak was found with the returned sample. A design history review was performed for part # kz-05501-002 as a part of this complaint investigation. Per (B)(4) (released 12-mar-2020), supplier ((B)(4)) made the following changes: optional component materials/mold locations: option 1: barrel: polypropylene - profax pf-535 lyondell-basell; plunger: polypropylene 100-ga12 ineos olefins & polymers (molded at fleima plastic); blue stopper: silicone rubber (molded at et elastomer technik). Option 2: barrel: polypropylene - profax pf-535 lyondell-basell; plunger: polypropylene profax pf-531 lyondell-basell (molded at gpe); blue stopper: silicone rubber (molded at psilkon). Lubricant: - the i.d. Of the barrel lubricated w/ medical grade silicone (polydimethylsiloxan) and amount will not exceed 0.25mg per sq centimeter. These effective changes did impact product design and material. It should be noted, the returned lor syringe was from the new design. The returned sample was returned to the supplier ((B)(4)) for functional testing. No issues were found with the returned sample. The reported complaint of the lor syringe leaking could not be confirmed based on the sample received. The returned lor syringe was returned to the supplier (preox) for functional testing where no issues were found. A device history record review was performed on the lor syringe with no evidence to suggest a manufacturing related issue. Based on the supplier's results, no issues were found with the returned sample.

Event description:
It was reported that fluid leakage at the level of the piston of the lor syringe. By the way user can continue the procedure.